Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins was overdischarged. They hadn¿t tried to turn on the ins for about 3 weeks and they tried to charge on the day of the call and couldn¿t connect. When the manufacturer representative tried to initiate the physician mode reset (pmr), the countdown did not occur on the screen. At the time of the call, the ins had not been pulled out of overdischarge. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on november 01, 2017. It was reported that the cause of the over discharge and the inability to initiate the pmr was due to the patient not charging the ins. The rep was able to pull the ins out of over discharge and the battery was functioning normally. There were no further complications reported or anticipated.